Event description:
During an unknown endoscopic procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic dilation balloon. It was reported that the dilation balloon ruptured and the tip separated from the rest of the [balloon] wire. The balloon tip detached in the patient's body and it was removed using biopsy forceps. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This investigtion is in progress because the device was received at the time of report submission. A follow up emdr will be sent.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. The product label from the original pouch had been cut off and returned with the device. The lot number and rpn on the label provided with the return matches this report. Two photos were also provided with the report. The lot number provided in the photo matches this report. The label in the photo matches the product reported. Review of the second photo provided shows that the balloon material has ruptured and the distal end of the balloon material and tip has separated from the device. No other details can be determined from the pictures received. Our laboratory investigation of the returned product also confirmed the report. The balloon material had ruptured and the distal tip of the balloon material had separated from the device. A functional test could not be performed. A visual examination also noted a kink in the blue catheter at the 81.1 cm location. No other damage was identified on the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the balloon was found to have ruptured and separated at the tip. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The report indicates that lubrication and negative pressure were not applied to the balloon prior to advancement through the endoscope. A possible contributing factor to balloon material damage is failure to lubricate the balloon with a lubricating agent. The instructions for use direct the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Another possible contributing factor to a leak in the balloon material is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use direct the user "to facilitate passage through the endoscope, apply negative pressure to the device." In addition, the user is further instructed to "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. An additional possible contributing factor to a leak in the balloon material is if the device comes in contact with a sharp object or burr in the endoscope accessory channel. Prior to distribution, all hercules 3 stage wire guided balloon esophageal-pyloric-colonic are subjected to a visual examination and leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that lubrication and negative pressure were not applied to the balloon prior to advancement through the endoscope, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.